Event description:
It was reported that noise was over sensed on the right ventricular (rv) lead which resulted in inappropriate anti-tachycardia pacing (atp) delivery and inappropriately stored ventricular episodes. Noise was replicated with manual movements. This right ventricular (rv) lead was implanted 20 years ago when the patient was an adolescent. Lead insulation damage is suspected, and the device therapy was turned off pending lead replacement. This rv lead remains in-service at this time. No adverse patient effects were reported.